Event description:
The size and lot number for the duragen used was not provided by the pt. The pt provided copies of CT scans which were taken prior to the surgical procedure. Pt sent correspondence via e-mail reporting they were admitted to medical center in 2004 by their neurologist. 6 days later the pt underwent neurosurgery for a menigioma in the left frontal lobe above the eye. The pt's left eye was deteriorating. The menigioma was 2.8 x 2.4 x 1.6 inches and most likely caused by radiation therapy on the mininges due to leukemia approx 28 years ago. Duragen was used to close the gap in the miniges after tumor resection. One week post surgery the surgeon removed 150cc of cerebrospinal fluid with a syringe. The following day, one day post being released, the pt returend to the hosp. Csf was leaking from the sutures as they were being removed although the wound was healing. 6 days later, the pt was re-admitted to the hosp for emergency surgery. Upon re-operation the surgeon had explained to the pt, hardly any duragen was visible from the surgery performed days ago. The area was then closed with neuropatch. The neurosurgeon had explained to the pt that cement was used to repair the skull, which was affected by the miningioma pushing up against the inside of the bone, could have reacted with the duragen causing it to dissolve.